Event description:
It was reported that the bd luer-lok¿ tip disposable syringe packaging unit was partially open and not fully sealed. The following information was provided by the initial reporter: "reported issue: 3ml syringes that the packing was partially opened and not fully sealed!"

Manufacturer narrative:
Investigation summary: no samples were returned; therefore, complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 2306440. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe packaging unit was partially open and not fully sealed. The following information was provided by the initial reporter: "reported issue: 3ml syringes that the packing was partially opened and not fully sealed!"